Event description:
It was reported that during a rectum procedure, no staples are output. No unusual noise or resistance. There was bleeding 200 ml, not more than usual. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer only was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the patient require a blood transfusion? No. Did the post-operative care change based on the bleeding? No.